Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the oasys polyaxial screw was confirmed to have a separated tulip head. Manufacturing records for this product were reviewed and no incidents were found. This was the first reported event for this lot. Conclusion: the possible causes are: too much torsional or cantilever force on the construct during removal so the cause is unknown/multifactoral.

Event description:
It was reported that a patient because was having arm pain and the doctor wanted to remove the oasys product. While removing the screws on a 3 level construct, one of the tulip heads was disengaged from the root of the screw. The tulip head was still connected to the rod with blocker and the root was still in the bone, they were just separate from each other as if the head just popped off.

Event description:
It was reported that a patient because was having arm pain and the doctor wanted to remove the oasys product. While removing the screws on a 3 level construct, one of the tulip heads was disengaged from the root of the screw. The tulip head was still connected to the rod with blocker and the root was still in the bone, they were just separate from each other as if the head just popped off.